Event description:
During initial assessment of a returned homechoice machine, a baxter technician found "high drain 200 call pd nurse," on display when the alarm sounded after power up. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary :the device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test due to device alarmed with "high drain 200 call pd nurse" showed on display. The assignable cause was undetermined due to all patient event data was erased. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.